Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and wrinkling.

Event description:
Patient reported left side pain. The device was explanted and found to be ruptured. Patient reported "thickening of the capsule," lobulation and "irregularity of the contours." Concomitant medications include euthyrox, tamoxifen, and lyrica. Patient has breast cancer and an allergy to penicillin.